Event description:
It was reported that patient had primary thr in (B)(6) 2018 and it had dislocated several times since. A revision surgery was performed to exchange liner and femoral head.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the devices or new information is received in the future, these complaints can be re-opened. No further actions are being taken at this time.